Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented for follow-up. Post paced t-wave oversensing was observed on stored egm. Patient did not receive therapy during the oversensing. The device was reprogrammed successfully and patient is doing fine.